Event description:
It was stated that the display was blank. Troubleshooting was performed, and the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.